Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Planned revision: posterior spinal fusion, (B)(6) private. Surgeon reported that all of the screws has broken inside the pedicle. An x-ray image is to be sent to jnj representative. More to follow as and when surgeon provides. Patient initials: (B)(6).